Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issues and treatment appears to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the common femoral artery with mild calcification, mild tortuosity and 70% stenosis. The 9x29 mm omnilink elite stent delivery system (sds) could not pass the lesion and was pulled back into the introducer sheath. When the delivery catheter of the sds was removed from the anatomy, it was noted that the stent was no longer on the balloon. Angiography was performed and the stent was seen around the tip of the sheath. While the wire was still in place, a new balloon was advanced and was crossed through the omnilink stent and placed and deployed in the lesion. A second omnilink elite stent was used to continue treating the target lesion. There were no adverse patient sequela. No additional information was provided.